Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 699 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin, reglan and aspirin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin and a replacement pump was sent to the customer to resolve the issue.